Event description:
It was reported by service report that the unit was leaking fluid out of cylinder. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Hydraulic sub-assembly.